Manufacturer narrative:
Findings: pump was received with frozen display then constant tone due to corroded electronic assembly. No blank display noted. Unit had cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corner and minor scratched lcd window.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display and damage. Customer's blood glucose at time of incident was 180 mg/dl. Customer was explained the possible causes of blank display. Customer stated there is a large crack by the battery compartment and corner of screen to battery hub. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.